Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns pt had a lead break, and the neurologist suggested disabling the device. Further info indicated that the pt was seen and an impedance over 10 k ohms was detected. Chest and neck xrays were taken by the site and a lead break was visualized over the pt's left clavicle. It was also indicated that the pt had been at 1.25 ma/20 hz/250 microsec/30 sec/1.8 min since initially being seen by the site, but the off time was changed to 3 mins due to the high impedance. The pt underwent a full revision surgery and the explanted material was returned to the MFR for analysis. The analysis has not been completed to date. Good faith attempts to gain more info on the reported events have been unsuccessful to date.